Manufacturer narrative:
The reported complaint of a leak could be confirmed from the photo provided. Leak residue was observed in the photo showing the sample broke, however, without the return of the sample a comprehensive test cannot be performed, and a probable cause cannot be determined.

Event description:
The event occurred on an unknown date involving a 6" smallbore pressure infusion (400 psig) ext set w/remv microclave® clear, nanoclave®, purple clamp, rotating luer, bulk non-sterile. It was reported that the component broke. The investigation in h11 confirmed a leak. It is unknown if there was patient involvement or patient harm.